Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Implant was opened and the implant was pierced through the plastic container inside of the box (the implant was exposed). Outside packaging was undamaged. A new one was opened and used.

Manufacturer narrative:
An event regarding packaging damage involving an mrs stem component was reported. The event was confirmed. Method & results: device evaluation and results: based on the damage observed it appears that the pack was possibly dropped and compressed to the extent that the stem component broke through the inner and outer blister packs. Medical records received and evaluation: not performed as the event is related to a packaging issue. Device history review: DHR review determined that the lot was manufactured and packed to specification. Complaint history review: chr review determined that there were no similar events reported for the lot. Conclusions: the investigation concluded that the packaging damage was caused by excessive/inappropriate handling. No further investigation for this event is possible at this time.

Event description:
Implant was opened and the implant was pierced through the plastic container inside of the box (the implant was exposed). Outside packaging was undamaged. A new one was opened and used.